Event description:
The manufacturer received information alleging a ventilator was alarming and failed to charge its internal battery. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaints were confirmed. The ventilator's internal battery was replaced due to the charging issue. The device's software was reloaded to address the "service required" condition.